Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had triggered a red alert due to high out-of-range pace impedance measurements greater than 3,000 ohms. In addition, there was rv loss of capture (loc). This ICD and rv lead remain in service. No adverse patient effects were reported.